Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be removed. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the returned device was examined. Visual inspection revealed the screw shank has fractured. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive torque applied to the screw during implantation. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a virage tulip broke off the shank of the screw at c1 as the surgeon was operating. They were able to retrieve the screw and revise to a larger diameter screw. There was no patient impact; however, there was a 20 minute delay while the screw was removed and replaced.

Manufacturer narrative:
Corrections in d4: lot & UDI number, d9, and h3. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a virage tulip broke off the shank of the screw at c1 as the surgeon was operating. They were able to retrieve the screw and revise to a larger diameter screw. There was no patient impact; however, there was a 20 minute delay while the screw was removed and replaced.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a virage tulip broke off the shank of the screw at c1 as the surgeon was operating. They were able to retrieve the screw and revise to a larger diameter screw. There was no patient impact; however, there was a 20 minute delay while the screw was removed and replaced.